Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("malposition/migration of essure device location of device- uterus/ perforation (uterus)"), pelvic pain ("chronic pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("excessive and abnormal bleeding during menstruation/ abnormal bleeding menorrhagia") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's concurrent conditions included cholecystectomy. Concomitant products included carbamazepine, hydrocodone and vicodin. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), menstrual disorder ("excessive and abnormal bleeding during menstruation"), cystitis ("infection"), urinary tract infection ("infection"), vaginal infection ("infection"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), uterine mass ("intrauterine mass") and complication of device insertion ("stated he couldn't get the device in my right tube"). The patient was treated with surgery (laparoscopy, hysteroscopy, dilation and curettage, removal of foreign object , left fallopian tube), surgery (laparoscopy, hysteroscopy, dilation and curettage, removal of foreign object , left fallopian tube), surgery (laparoscopy, hysteroscopy, dilation and curettage, removal of foreign object , left fallopian tube.), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2012. At the time of the report, the device breakage, uterine perforation, vaginal haemorrhage, menorrhagia, menstrual disorder, cystitis, urinary tract infection, vaginal infection, allergy to metals, uterine mass and complication of device insertion outcome was unknown and the pelvic pain, dyspareunia and vaginal discharge had resolved. The reporter considered allergy to metals, complication of device insertion, cystitis, device breakage, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, uterine mass, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: there were approximately 13 coils noted to be outside the left tubal ostia. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, uterine mass, nickel allergy. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs and mr received: reporter added, demographic added, product information updated, events added are as follows- device breakage, uterine perforation, medical device monitoring error, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, allergy to metals, dyspareunia, vaginal discharge, uterine mass,complication of device insertion, device monitoring procedure not performed. Severity added, outcome added, concomitant condition and drug added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("malposition/migration of essure device location of device- uterus/ perforation (uterus)"), pelvic pain ("chronic pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("excessive and abnormal bleeding during menstruation/ abnormal bleeding menorrhagia") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's concurrent conditions included cholecystectomy. Concomitant products included carbamazepine, hydrocodone and vicodin. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), menstrual disorder ("excessive and abnormal bleeding during menstruation"), cystitis ("infection"), urinary tract infection ("infection"), vaginal infection ("infection"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), uterine mass ("intrauterine mass") and complication of device insertion ("stated he couldn't get the device in my right tube"). The patient was treated with surgery (laparoscopy, hysteroscopy, dilation and curettage, removal of foreign object , left fallopian tube), surgery (laparoscopy, hysteroscopy, dilation and curettage, removal of foreign object , left fallopian tube), surgery (laparoscopy, hysteroscopy, dilation and curettage, removal of foreign object , left fallopian tube.), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2012. At the time of the report, the device breakage, uterine perforation, vaginal haemorrhage, menorrhagia, menstrual disorder, cystitis, urinary tract infection, vaginal infection, allergy to metals, uterine mass and complication of device insertion outcome was unknown and the pelvic pain, dyspareunia and vaginal discharge had resolved. The reporter considered allergy to metals, complication of device insertion, cystitis, device breakage, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, uterine mass, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: there were approximately 13 coils noted to be outside the left tubal ostia. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, uterine mass, nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("malposition/migration of essure device location of device- uterus/ perforation (uterus)"), pelvic pain ("chronic pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("excessive and abnormal bleeding during menstruation/ abnormal bleeding menorrhagia") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's concurrent conditions included cholecystectomy. Concomitant products included carbamazepine, hydrocodone and vicodin. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("excessive and abnormal bleeding during menstruation"), cystitis ("infection"), urinary tract infection ("infection"), vaginal infection ("infection"), allergy to metals ("nickel allergy"), uterine mass ("intrauterine mass"), complication of device insertion ("stated he couldn't get the device in my right tube") and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (laparoscopy, hysteroscopy, dilation and curettage, removal of foreign object , left fallopian tube) and surgery (ablation). Essure was removed on (B)(6) 2012. At the time of the report, the device breakage, uterine perforation, menstrual disorder, cystitis, urinary tract infection, vaginal infection, allergy to metals, uterine mass, complication of device insertion and ovarian cyst outcome was unknown, the pelvic pain, dyspareunia and vaginal discharge had resolved and the vaginal haemorrhage and menorrhagia was resolving. The reporter considered allergy to metals, complication of device insertion, cystitis, device breakage, dyspareunia, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain, urinary tract infection, uterine mass, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: there were approximately 13 coils noted to be outside the left tubal ostia. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, uterine mass, nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-sep-2018: plaintiff fact sheet received. Event added: ovarian cyst. Event outcome updated for the event: vaginal haemorrhage, menorrhagia. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation"), menstrual disorder ("excessive and abnormal bleeding during menstruation") and allergy to metals ("nickel allergy"). The patient was treated with surgery (removal of the device). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia, menstrual disorder and allergy to metals outcome was unknown. The reporter considered allergy to metals, menorrhagia, menstrual disorder and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), uterine perforation ('malposition/migration of essure device location of device- uterus/ perforation (uterus)'), pelvic pain ('chronic pelvic pain/ pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and heavy menstrual bleeding ('excessive and abnormal bleeding during menstruation/ abnormal bleeding menorrhagia') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included gallbladder removal. Concomitant products included carbamazepine, hydrocodone and hydrocodone bitartrate;paracetamol (vicodin). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and heavy menstrual bleeding (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced ovarian cyst ("ovarian cyst"), 4 years 5 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("excessive and abnormal bleeding during menstruation"), cystitis ("infection"), urinary tract infection ("infection"), vaginal infection ("infection"), allergy to metals ("nickel allergy"), uterine mass ("intrauterine mass") and complication of device insertion ("stated he couldn't get the device in my right tube"). The patient was treated with doxycycline and surgery (ablation, laparoscopy, hysteroscopy, dilation and curettage, removal of foreign object , left fallopian tube, laparoscopy, hysteroscopy, dilation and curettage, removal of foreign object , left fallopian tube. And ablation). Essure was removed on (B)(6) 2012. At the time of the report, the device breakage, uterine perforation, menstrual disorder, cystitis, urinary tract infection, vaginal infection, allergy to metals, uterine mass, complication of device insertion and ovarian cyst outcome was unknown, the pelvic pain, dyspareunia and vaginal discharge had resolved and the vaginal haemorrhage and heavy menstrual bleeding was resolving. The reporter considered allergy to metals, complication of device insertion, cystitis, device breakage, dyspareunia, heavy menstrual bleeding, menstrual disorder, ovarian cyst, pelvic pain, urinary tract infection, uterine mass, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: there were approximately 13 coils noted to be outside the left tubal ostia. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, uterine mass, nickel allergy. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 12-may-2021: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), uterine perforation ('malposition/migration of essure device location of device- uterus/ perforation (uterus)'), pelvic pain ('chronic pelvic pain/ pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and heavy menstrual bleeding ('excessive and abnormal bleeding during menstruation/ abnormal bleeding menorrhagia') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included gallbladder removal. Concomitant products included carbamazepine, hydrocodone and hydrocodone bitartrate;paracetamol (vicodin). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and heavy menstrual bleeding (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced ovarian cyst ("ovarian cyst"), 4 years 5 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("excessive and abnormal bleeding during menstruation"), cystitis ("infection"), urinary tract infection ("infection"), vaginal infection ("infection"), allergy to metals ("nickel allergy"), uterine mass ("intrauterine mass") and complication of device insertion ("stated he couldn't get the device in my right tube"). The patient was treated with doxycycline and surgery (ablation, laparoscopy, hysteroscopy, dilation and curettage, removal of foreign object, left fallopian tube, laparoscopy, hysteroscopy, dilation and curettage, removal of foreign object, left fallopian tube. And ablation). Essure was removed on (B)(6) 2012. At the time of the report, the device breakage, uterine perforation, menstrual disorder, cystitis, urinary tract infection, vaginal infection, allergy to metals, uterine mass, complication of device insertion and ovarian cyst outcome was unknown, the pelvic pain, dyspareunia and vaginal discharge had resolved and the vaginal haemorrhage and heavy menstrual bleeding was resolving. The reporter considered allergy to metals, complication of device insertion, cystitis, device breakage, dyspareunia, heavy menstrual bleeding, menstrual disorder, ovarian cyst, pelvic pain, urinary tract infection, uterine mass, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: there were approximately 13 coils noted to be outside the left tubal ostia. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, uterine mass, nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: fu received. No new significant change made in medical context of case. Case made significant due to imdrf cycle. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.